Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received operative report which does not confirm right side rupture. Hence, device code has been updated from rupture to adverse event on this form under field h6. Operative report indicated patient also suffered bilateral device migration, and breast asymmetry. The patient underwent bilateral explantation, and replacement with mentor gel implants on (B)(6) 2019. This report is for patient's right side. Left side issue is being reported in a separate report. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that could be connected to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV, and breast implant rupture concomitant products: left side; 550cc mentor memorygel breast implant; catalog number: 3505501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent primary breast augmentation with a 550cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV, and breast implant rupture postoperatively. As a result, the device will be explanted on (B)(6) 2019.